Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Upon interrogation at follow-up previous shock impedance measurements recorded during appropriate shocks were within normal limits. Inductioni testing was later performed at which time the physician delivered a 21j shock successfully cardioverting ventricular fibrillation (vf) and returning a normal shock impedance of 77 ohms. As the true shock impedance was confirmed within normal limits the physician elected to increase the alert threshold from 125 to 175 ohms. No adverse patient effects were reported. This system remains in service.